Event description:
The manufacturer received information alleging a ventilator failed due to service required error messages. There was no harm or injury reported. No medical interventions were specified. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device the downloaded error log reported codes indicating the internal battery was depleted. The internal battery was replaced and the device then passed all tests.